Manufacturer narrative:
The device was found in good physical condition. The power cord and battery cable were inspected and there was no problem found. The device failed cassette test alarming "n252". There were "n252" alarms in the recent history. The logs were downloaded and sent to r&d engineering which found: "engineering concludes that the probable cause of the user mentioning damaged ac cord is due to disconnected battery. Apart from this, there were no infusions performed". The asm battery was replaced and the change battery softkey was pressed. The pump then passed functional testing (pumping with no alarms). There was no problem found relating to a broken cable. A review of 12 month service and no complaints in the previous 12 months.

Event description:
The customer provided additional information stating that there was no patient involvement, no adverse event / human harm, no death, no delay in critical therapy and no need for medical intervention. The customer stated also that has no other information to provide us

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a plum 360 infusion pump was found to have a frayed and/or damaged power cord. The following issue was reported by the customer: ¿doesn't work, broken cable¿. The customer also stated:¿ no other issues were reported to us from the department.¿ the product is available for evaluation. The status of the product at the time of the event is unknown. There was no patient harm reported.